Manufacturer narrative:
Device not returned.

Event description:
It was reported that pulmonary artery pressures were inaccurate and poor wave form was observed on two catheters during a CABG procedure. It was further reported that anesthesia time was extended. No pt complications were reported.